Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. (B)(4).

Event description:
Information was received from a healthcare provider (hcp). The revision took place in the right side of the lower abdominal wall. The revision had a modification made because the patient had been developing progressive scoliosis toward the right which greatly restricted the space available on the right side of the abdominal wall so the pump had to be moved more medially at the time of the revision.

Event description:
It was reported the patient¿s baclofen pump malfunctioned and there was a ¿device usage problem.¿ the device failed and malfunctioned. It was noted ¿the device did not do what it was supposed to do.¿ the pump was explanted on (B)(6) 2015. Further information was not provided. The cause of the event, the exact issue, if the patient was having symptoms, reason for removal, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See attached user facility medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient did not experience any symptoms and the cause of the event was end of battery life due to normal battery depletion. The patient recovered without permanent impairment.

Manufacturer narrative:
Uf/imp number : (B)(4). (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.